Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the left ventricular (lv) lead was dislodged from the target vein and from the coronary sinus after the catheter was removed. Several repositions attempts were performed with no success, so the lv lead was exchanged. After the new lead was positioned, high pacing impedance was noted. The connection between the lead and the device was checked multiple times and the impedance was normal and in range when it was connected to the pacing system analyzer. The lead was reconnected back to the device with no other impedance anomalies noted. The patient was in stable condition. Related manufacturer report number: 2017865-2017-07232.